Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message was not confirmed based on the archive data review and during the functional testing. There were no device deficiencies found during the evaluation of the platform which could have caused or contributed to the reported complaint. No device malfunction was observed during the testing and the autopulse platform worked as intended. During visual inspection, there was no physical damage observed on the autopulse platform. During the functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. There was no device malfunction observed. Based on archive data review the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 2 (compression tracking error) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages, unrelated to the reported complaint. These error messages were cleared by the user and were not reproduced during the functional testing. The user advisory (ua) 17 is a clearable error message. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The user advisory (ua) 02 is a clearable error message. The user advisory (ua) 02 alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error.

Event description:
Patient 1. The autopulse platform (sn (B)(4) ) displayed user advisory (ua) 19 (max applied load exceeded) error message during the patient call. The lifeband and the patient were adjusted on the platform, however, the issue was not resolved. The crew switched to the manual CPR. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-00014 for patient 2.